Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.(B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 66 mg/dl and 400 mg/dl (nano system); 130 mg/dl and 133 mg/dl (aviva system). No adverse event reported. The aviva strip lot number was not provided. The remaining strips for the aviva system were used; therefore, no product could be requested to be returned for product evaluation.